Event description:
It was reported that they were using coils for an embolization procedure. The hcp was pushing this coil into a microcatheter, and the coil detached from the pusher wire without the detachment device and became stuck in the catheter. The operator was able to pull the entire system out without incident and completed the procedure with another product. The patient was reported to be okay and no harm to the patient was done.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned coil system found the implant deformed and separated from the pusher with the implant gel raised and damaged. The pusher was not returned for evaluation. The investigation found that the implant's monofilament at the proximal tie knot showed a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces over specification. The catheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.